Event description:
The following information was reported to kci by the pt: on (B)(6) 2011, a piece of foreign material alleged to be v.a.c. Granufoam, was found in the pt's left shoulder. It was alleged that the piece of v.a.c. Granufoam had been left in the wound from a previous dressing change. The foreign object was removed with operating instruments. After the removal of the foreign object the surgeon placed a piece of v.a.c. Whitefoam dressing and a piece of v.a.c. Granufoam back into the wound and placed v.a.c. Therapy again.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.